Manufacturer narrative:
Summary evaluation report.

Manufacturer narrative:
Device was discarded at the hopsital. Investigation will be performed without the device.

Event description:
The rotarex catheter worked effectively inside the patient. There was no harm to patient or to rotarex catheter while inside the patient. After discussing and analyzing with the physician after the case we were able to determine what complication occurred with the rotarex catheter. When the physician was removing the device from the access site, the head of the 110cm rotarex catheter was caught in the hub of the sheath. At the same time the rotarex catheter head was caught in the hub of the sheath, the scrub tech was pulling the rotarex catheter off the wire. With the catheter head being caught in the sheath and the tech pulling the catheter off the wire, there was incredible tension placed on the archimedes screw that allowed it to be exposed as the catheter head and archimedes screw were being separated from the rest of the catheter. At this point the physician thinking that it was the wire grabbed the exposed archimedes screw and told the tech to pull the rotarex catheter as he thought that he had pinned the wire as not to lose wire access. This lead to the archimedes screw breaking and separating the catheter head and the first 6 inches of archimedes screw from the rotarex catheter. The physician quickly realized what had happened and placed the catheter head/archimedes screw on the back table. Again nothing occurred inside the patient and no patient harm occurred and no separate therapy was needed as a result of this malfunction.